Event description:
The doctor indicated that the implant and ratchet wrench extension became stuck together during implant placement, they were unable to separate the ratchet wrench extension from the implant. The doctor also reported that the implant will be replaced at an future date.

Manufacturer narrative:
(B)(4). Investigation results: the doctor reported that the certain universal ratchet wrench extension (ire200u) was stuck with osseotite® certain® prevail® 2 implant 4/3 x 15mm implant (xiitp4315) (lot: 2014040354) and two parts could not be detached. The complaint driver and implant remained stuck when 270 ncm was applied to separate the two parts. Upon the visual inspection of ire200u and xiitp4315 with microscope, it was found that the hex on ire200u has been damaged and the double hex on the implant was stripped half way down. Based on the investigation results and the information available, the possible cause of this issue may be over-torquing or improper engagement of the driver.

Manufacturer narrative:
The implant was received by the manufacturer but evaluation is not complete.